Event description:
It was reported that the patient was having to charge the ipg frequently and experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not release by facility.

Manufacturer narrative:
Exact date unknown, event occurred few weeks from the date the manufacturer became aware of the event.